Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the physician tried to manipulate the lead position with a 9 french sheath; however the valve of the sheath was very tight and it was difficult to pull the rv lead out. Upon removal of the rv lead the svc coil was separated. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead was returned to the manufacturer and analyzed. The lead conductor was distorted and defibrillation superior vena cava coil was exposed pulled/stretched/overstress. The lead had damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).